Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Ventricular capture management weekly trend data shows thresholds measurements of approximately 1 volt through the week of (B)(6) 2016, then rises and is consistently greater than 2.5 volts. Last good pacing threshold test was (B)(6) 2016.

Event description:
It was reported that diagnostics on the right ventricular (rv) lead revealed high threshold, inconsistent sensing, and no capture at max output in both polarities. A chest x-ray confirmed the lead dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.